Event description:
It was reported that the customer had an error on the pump. Customer stated that she had not dropped it. Customer stated that it happened about 3 weeks ago and it has been ok since. Customer stated that she may have to rewind and prime the pump to get it to work again because, it was not delivering any insulin. Troubleshooting could not be performed because, the customer was currently driving in a blizzard. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.